Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. It is not known how the patient manages her diabetes or what action the patient took at the time of the alleged issue. At an unspecified time after the start of the alleged issue, the patient claimed she felt symptoms of sleepy, confused, had blurred vision and "almost fainted." The patient did not specify treatment received. At the time of troubleshooting, the cca noted the subject meter had gotten wet from the rain. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.